Manufacturer narrative:
The device serial/lot number is unknown; therefore, UDI: (B)(4). Concomitant med products and therapy dates: attachment device, 01/01/2019. Device manufacture date is unknown. The device serial or lot number is unknown. The actual device was returned for evaluation. Quality engineering evaluated of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to corrosion, debris and residue buildup in the attachment devices locking mechanism assembly which prevented the lock tabs from moving into place, which was due to improper cleaning (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the cutter device became stuck inside of the attachment device. During in-house engineering evaluation, it was determined that the cutter device was broken off below the laser marking and stuck inside of the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.